Event description:
It was reported that the implantable neurostimulator (ins) was turning off. This had been occurring for about 2 months. It was unknown which components were involved in the event. The patient changed the charger for the stimulator, but the system shut itself off. The cause of the event was not determined. The patient was feeling a lot of pain due to the system shutting down. The patient was seen by the manufacturing representative for the same issue last year. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturing report # 3004209178-2013-20457

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. (B)(4).